Event description:
New information noted that the left ventricular was explanted on 21 aug 2020. The patient was discharged.

Manufacturer narrative:
A partial lead (distal end) was returned in one piece. The reported event of high pacing threshold was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited increasing capture thresholds over the time. The lead was capped on (B)(6) 2019 and replaced with a his bundle pacing lead due to patient anatomy. No patient condition was reported.